Manufacturer narrative:
Due to character restrictions in block e1 site name :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use of the equipment, the cardiosave intra-aortic balloon pump (iabp) unit has high temperature alarm. The department staff replaced the equipment on their own and the personnel were not injured.

Manufacturer narrative:
Getinge field service engineer (fse) did equipment maintenance, the drive valve group leaked, causing the equipment to be high temperature, waiting for replacement of accessories. Fse replaced the drive valve group, and the equipment function was restored. All functional tests of the equipment were carried out according to the factory requirements. The test results were within the qualified range and can be delivered to customers for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a